Event description:
Patient had gastric band surgery approximately 18 months ago. Due to poor weight loss of only 27 pounds, the doctor discussed having a fluoroscopy study of the lap-band system. This procedure was done. At the port, extravasation could be seen. The leak was proximal to the port. Per doctor, the leak looked to be a mechanical failure of the plastic flange of the lap-band. This was leaking in a position well away from the port (approximately 5 cm away from the port) excluding the possibility of a needle stick damaging the tubing. The patient underwent surgery for replacement of gastric band with labg 10.0 cm, adjustable gastric band system.